Event description:
It was reported that a phone call was received from the hospital asking for a patient review as testing confirmed that the device has malfunctioned. The patient reported that her implant is no longer working.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.